Event description:
This customer reported that after placing defib pads on a pt, the pads ECG waveform was a square wave or "clipped". The users switched to a different defibrillator, and using the same pads and pads cable were able to observe and monitor the pt pads ECG rhythm. There was no impact to the pt.

Manufacturer narrative:
(B)(4): this customer reported that after placing defib pads on a pt, the pads ECG waveform was a square wave or "clipped". The users switched to a different defibrillator, and using the same pads and pads cable were able to observe and monitor the pt pads ECG rhythm. There was no impact to the pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.